Event description:
A medtronic representative reported that after a successful biopsy sample was obtained, and while the surgeon was waiting for pathology results, synergy cranial exited to the medtronic system splash screen and became unresponsive. When cranial was re-entered, and the appropriate patient was selected, the pointmerge registration data was not saved and therefore they were unable to proceed back to the navigate task. Despite the allegation the surgeon was able to complete a successful biopsy with no impact to the patient outcome.

Manufacturer narrative:
The logs have not been evaluated for root cause as of the date of this report.

Manufacturer narrative:
A core file existed for 9:02am on (B)(6) 2012, the day of the event according to the companies complaint records. The corefile had no useful information; however, there was an xsession-errors file for the exact same time, and it contained logging information indicating that a corrupted exam had been loaded, that was missing several keys in its header. This issue was documented in a medtronic software anomaly tracking database for further investigation.